Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's plastic tube appears to have become and shrunk in length such that the inner cannula was protruding from the shaft. The issue caused the patient to cough up blood and required to be recannulated.

Manufacturer narrative:
Evaluation summary: one sample of tracheostomy tube was received for evaluation. Along with the outer cannula, one inner cannula size 6ic75 and a 75 mm obturator were received. The outer cannula shaft presents marks of being used: discoloration and stiffness. A functional test was performed, the inner cannula was inserted into the outer cannula and it was observed the inner cannula distal end protruded 3.66 mm and the inner cannula must be between +/- 1.0mm of the distal tip of the outer cannula thus the protrusion is out of tolerance. Visual aid this protrusion is not acceptable. The protrusion was measured using caliper calibration number 9790. A dimensional test was performed on the inner cannula, length of the inner cannula was measured 96 degrees this reading is within specification . This reading was taken using vertex calibration number 15468. The reported failure mode protrusion, stiffness and shrunk in length is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.